Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer was able to successfully resume insulin delivery with the existing cartridge.